Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the alarm was cleared to address the issue. Customer's blood glucose ranged from 217-218 mg/dl.